Event description:
Related manufacturer report number: 2017865-2023-37299. It was reported that the patient presented for replacement of the right ventricular (rv) and right atrial (ra) leads. The rv lead had a history of high capture threshold and high pacing impedance. The ra lead exhibited over-sensed noise and episodes of noise reversion. Both leads were explanted and replaced. The patient was stable prior, during, and after the procedure.